Manufacturer narrative:
Correction: section b5 - the correct event description should have been "voluntary medwatch received states that the right atrial (ra) lead exhibited high output mode (hom) and low p-wave amplitude. Additionally, the patient was noted to have experienced heart failure symptoms and arrhythmia. No changes or interventions were performed. There were no patient consequences", rather than "voluntary medwatch received states that the right atrial (ra) lead exhibited high output mode (hom), undersensing and t-wave oversensing. Additionally, the patient was noted to have experienced heart failure symptoms and arrhythmia. No changes or interventions were performed. There were no patient consequences."

Event description:
Voluntary medwatch received states that the right atrial (ra) lead exhibited high output mode (hom) and low p-wave amplitude. Additionally, the patient was noted to have experienced heart failure symptoms and arrhythmia. No changes or interventions were performed. There were no patient consequences.

Event description:
Voluntary medwatch received states that the right atrial (ra) lead exhibited high output mode (hom), undersensing and t-wave oversensing. Additionally, the patient was noted to have experienced heart failure symptoms and arrhythmia. No changes or interventions were performed. There were no patient consequences.

Manufacturer narrative:
Voluntary medwatch report received: mw5163308.